Event description:
Nurse reported two pts experienced toxic anterior segment syndrome (tass). One pt was reported as not doing as well as the first case. This pt has a history of having had a vitrectomy (date not provided). No secondary procedure reported for this event. It was reported that this product is sometimes used and it is not known if it was used during these pts' procedures. The nurse is currently reviewing all possible contributing factors to tass at their facility and is not blaming any product at this time. It was reported that they add epinephrine to their sterile irrigating solution. Additional info has been requested but not received. This is the second of two reports being filed for this reporter. See MDR file # 3002037047-2006-00012 for the first case.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. F.10.: event problem codes: pt code, 1932 (inflammation) and device code 2204 (unk) are not labeled. Codes provided by MFR. This report mailed to FDA on: 6/7/06. The MFR internal reference number is: ss060245a.